Event description:
It was reported that the right atrial lead had possible insulation issues as the impedance was low, the threshold had increased, and the sensing was low. A replacement procedure was planned, but the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.